Manufacturer narrative:
During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba was installed in an fi test ventilator. An unsuccessful attempt to power up the ventilator from ac and deliver breaths occurred. The test ventilator generated error code 110b, the screen displayed ¿proximal pressure auto zero failed¿ and the ventilator audibly alarmed. The da pcba 5v output measured 0v. During debugging q1 pin 1 and pin 5 were found internally shorted and c43 was found shorted. The q1 and c43 were replaced on data acquisition pcba. The data acquisition pcba was reinstalled in the fi test ventilator and the ventilator was powered up into normal ventilation mode and delivered breaths. The test ventilator did not generate error code 110b and the da pcba 5v output measured 5.06v. The ventilator operated for two hours during which time post was executed 25 times without generating any failures. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The q1 and c43 shorted created the 5v output to fail.

Event description:
During periodic maintenance, the international service technician found that the diagnostic display measured 2.63 v with a 5v supply. There was no patient involvement.